Event description:
Four-way-t-piece with 2 one way valve. Small parts on the inside of the unit. Valve is not well connected and can come free then be inhaled deep into a patient's lung. Product, new in packages have the problems of valves loose.